Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call, the customer was going to administer insulin with the insulin pump as customer was about to have dinner and the device went off and flashed a white screen. Customer's blood glucose was around 10.7 mmol/l. Customer didn't recall any significant events that may have caused the issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
After battery installation the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The insulin pump was received with minor scratches on the lcd window.